Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "unresponsive keys" was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause of the condition was the keys on column two did not function. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had unresponsive keys found during testing in the biomedical service department. There was no patient involvement. No additional information is available.